Event description:
Discrepancy between what was ordered and what was returned to pharmacy in caad pump. The device was tested by hospital biomed department on 4/5/93 and found to meet manufacturer's specifications including proper function and volumetric accuracydevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-nov-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: other, inherent risk of procedure, patient's condition - predisposed event, unanticipated short term complication of procedure. Conclusion: no failure detected and product within specification, user error contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service, user education provided, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.